Event description:
It was reported that the pump housing and usb were damaged when the customer was playing baseball and the pump was hit by the ball. The screen was intact but the pump would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support sent an email requesting photos and informed the customer that a replacement pump was scheduled for delivery by january 28, 2026, before 8 pm. The tracking number would be emailed to the customer, who expressed appreciation. Customer reverted to an alternative method of insulin therapy.